Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was electrical leakage due to process residue on the pcb. Physio observed that after exposing the pcb to humidity a leakage path between pins 23 and 21 of a pcb-mounted jack connector, designator j31, was measured. A visible residue could not be seen; however, the leakage path was eliminated after the top side of j31 was scrubbed clean with a fiberglass brush. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.